Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing high lead impedance detected on the vns system. It was also reported that the patient was unable to tolerate stimulation at 0.75 ma, so the device was only increased by 0.25ma. There was no suspected recent trauma or injury to the neck, chest or left side. The device was disabled following the high impedance observation. The patient reportedly underwent pin re-insertion surgery on (B)(6) 2015 which resolved the high impedance. No additional relevant information has been obtained to date.